Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: the air and water nozzles were clogged and the draining function was reduced; dirt that was difficult to remove was found on the objective lens; the image was cloudy due to dirt on the objective lens; forceps flare was occurring; the bending angle was insufficient due to the elongation of the angle wire; the play of the angle knob was out of the normal state due to the elongation of the angle wire; cracking of the illumination lens due to an external factor (bumping the tip) is observed; dirt on the illumination lens that was difficult to remove; wrinkles in the insertion tube; poor insulation performance at the tip was recognized due to adhesive peeling of the curved rubber; the bending section adhesive part was missing; the bending section bond was cracked; liquid leakage was found to the electrical connector; the watertightness of the scope connector (e terminal) was not maintained; liquid leakage to the scope connector; the scope connector was corroded; the air and water supply cylinders were corroded; discoloration of the operation part; the suction cylinder was scraped; the up/down knob was corroded; and scratches were found on multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that the evis lusera colonovideoscope presented with insufficient air to clear water from the objective lens. There was poor drainage. No patient injury or procedure impact was reported. During the evaluation of the device, it was noted that the nozzle was clogged with foreign material. The foreign material remained in the nozzle, which can cause insufficient reprocessing. This report is to capture the reportable malfunction of foreign material in the nozzle noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system¿ as below: "[inspection of the endoscope]. 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities.". "[Inspection of the objective lens cleaning function]. 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.". Olympus will continue to monitor field performance for this device.